Event description:
The report stated that during a laparoscopic sigmoidectomy, the inferior mesenteric artery was sealed with the ligasure vessel sealing system with no issues or complications. The seal was approximately 3mm away from the aorta. The surgeon had used a harmonic scalpel to skeletonize the ima prior to using ligasure. Six hours later, the patient was re-operated on due to low blood pressure. The bleeding was from the ima. The re-operating surgeon could not determine if the source of the bleeding was due to a failure of the vascular seal or if it originated elsewhere. Patient expired.

Manufacturer narrative:
The incident ls1100 handpiece was discarded by the customer. Additional information on this incident was obtained through contact with the site and the re-operating surgeon. In addition valleylab's medical director consulted with a specialist surgeon regarding this type of procedure. The site reported that the patient did not have a history of inflammatory bowel disease nor was the presence of significant adhesions noted at the time of surgery. During a laparoscopic sigmoidectomy, high ligation of the inferior mesenteric artery usually occurs early in the procedure. The subsequent mobilization, division and anastomosis of the sigmoid colon follows and takes up the majority of the time allocated for the procedure.